Event description:
It was reported that the atrial lead dislodged 6 weeks post implant and was repositioned. The following day there was no sensing in unipolar or bipolar. Also noted was no capture at maximum outputs. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.